Manufacturer narrative:
The mentor failure analysis lab has received a photo of the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 250cc mentor memorygel breast implant. Post-operatively, the patient experienced a hematoma on an undisclosed side, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On september 28, 2022, mentor received a photo of the device. On october 24, 2022, mentor conducted a visual inspection of the photo provided. Photo evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 23, 2022, mentor received additional information. The patient's date of birth was added as (B)(6) 1973. The patient's date of implantation was added as (B)(6) 2022. The patient underwent a breast augmentation surgery. The patient underwent removal and replacement with a 255cc mentor memorygel breast implant on (B)(6), 2022. Mentor became aware that the affected side was the left breast. The product was returned to mentor for evaluation. On december 05, 2022, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. On december 07, 2022, mentor became aware that information was inadvertently omitted from the initial report. The serial number of the impacted product has been added as (B)(6). Manufacturer's reference number: (B)(4). D4 serial should have been populated with (B)(6) in the initial report.